Event description:
It was reported that a patient underwent a procedure with a ez steer¿ thermocool® nav bi-directional catheter and char was found on the tip. The temperature went above the limit. There was no patient consequence. The procedure was completed successfully with a similar-like device. This event is being reported due to the char found on the tip of the catheter at the end of the procedure. This may have caused a potential risk for the patient.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with a ez steer thermocool nav bi-directional catheter and char was found on the tip. The temperature went above the limit. There was no patient consequence. The procedure was completed successfully with a similar-like device. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and was found in normal conditions. No char was observed. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was noted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Manufacturer narrative:
A) the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. (B)(4).